Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established, however, per the treating physician, an adverse event related to a patient condition should be considered. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was reported to the manufacturer by the patient's eye care provider, limited information has been made available. It is reported that the patient experienced multiple unspecified infections and chronic dry eye after using contact lenses. The optometrist further states that they believe the events are related to the patients preexisting health condition and unrelated to contact lens use as multiple lens brands/manufacturers have been worn by the patient with the same outcome. Related to the recurrent infections and dryness, the patient has permanently discontinued contact lens use. However, no additional information was provided on the nature of the condition and if contact lens use may be considered a contributory factor to the events. This incident is being reported in an abundance of caution due to the indication of ocular infection of unknown nature, severity, or treatment, and the potential for serious or permanent injury, or medical intervention or medication to prevent or preclude such occurrence, associated with some ocular infections. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.